Event description:
It was reported the patient thought the implantable neurostimulator (ins) was not working. The patient had no stimulation sensation that started a couple of days ago and a return of symptoms. The patient¿s bladder had been bothering them more and they had an irritating pain. These symptoms had come on suddenly. As time passed the patient was starting to hurt more and more and they were getting worse. Lately the patient had been doing a lot of running and they were afraid that they maybe ¿jiggled¿ the wire and it was loose. The patient tried turning stimulation on and they could feel pulsing in their pelvic area and when they turned the stimulation off they could not feel the pulsing. During troubleshooting the patient tried all four programs and turned stimulation to max, but they could not feel anything. The patient had contacted a manufacturing representative and their healthcare professional. An appointment was scheduled for the following week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v718506, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).